Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump did not alarm button error alarm during failure analysis. The insulin pump also had no button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Unit received without belt clip. Failure analysis was unable to verify damage to belt clip. No damage noted on belt clip slot.